Event description:
It was reported that, "when surgeon was reducing the hip the adm poly head came disengaged from the 28mm lfit head. The surgeon removed the 28mm lfit head from the stem. He placed the 28mm lfit head on the stand and placed the adm head on top and screwed down to lock the 28mm lfit head into the adm head. The lfit head could move freely inside the adm head. The surgeon then placed the lfit head and adm head onto the stem. With the head impactor/pusher he used a mallet to impact the lfit and adm head onto the stem. The surgeon then tried to reduce the hip, and the same thing happened. The adm head came disengaged from the lfit head. The surgeon then asked for a new adm head and a 28mm +5 delta head. Both implants were assembled on the back table. Again, the delta head could move freely inside the adm head. The construct was impacted onto the stem, and the femur was reduced without complications."

Manufacturer narrative:
Method: review of device history, complaint history. The following restoration adm x3 ins 28/52, cat# 1236-2-852, lot# 34507801 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lots, catalog, or family. When completed, the evaluation summary will be submitted in a supplemental report.